Event description:
The lead had high threshold and low sensing at follow up. Chest x-ray confirmed a perforation of the myocardium. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).